Event description:
In 2006, the primary tlif surgery was performed on l3-s for lumbar spinal canal stenosis or intervertebral foramen stenosis. In 2007, the pt was revised for adjacent level disease. Four months later, it was found that the screw on s fractured. In 2008, during the follow-up check, the surgeon found that the bone fusion was obtained. No revision surgery is planned at this moment.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental.